Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data was received and analyzed. Analysis of the data indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. On (B)(6) 2016, right ventricular (rv) pacing impedance measured 1458 ohms and then rose to 3415 ohms on (B)(6) 2016, up from a trend of 362-616 ohms. A 2,393,609 open circuit paces were observed since (B)(6) 2016. Rv capture threshold was within range.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting high impedance and unstable thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.